Event description:
It was reported that, "attempted to assemble conical stem inserter to conical stem and the threads would not engage."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.